Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: the hospital hasn't changed the skin prep recently to her knowledge. She has good application technique minus using her glove to smear prineo on. I advised her not to do that and make sure she only applies one thin coat. I also said to make sure you clean any excess glue off. Physician assistant stated using glove to smear adhesive on. Contrary to instructions for use. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What prep was used prior to, during or after adhesive use? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics:, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total hip arthroplasty procedure (B)(6) 2021 and topical skin adhesive was used. Post-op to the patient had reaction, rash. On (B)(6) 2021: rash. On (B)(6) 2021: otc benadryl, otc hydrocortisone, rx cefadroxil. On (B)(6) 2021: 6 week follow up resolved. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided. If further details are received at a later date a supplemental medwatch will be sent. Surgeon has provided the following information: he uses chlorhexidine prep, ioban drape, no changes in 15 yrs. Leave adhesive on patient for 4-5weeks post op, don¿t take off for a while. Closes deep layers, suture barbed subcuticular then physician assistant closes with adhesive. Sales rep addressed proper technique as per the IFU and optimized device performance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report.